Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle popped off the bd¿ slip-tip disposable tuberculin syringe during the loxapine injection, leaking the medication everywhere. The following information was provided by the initial reporter: "writer went to give patient loxapine injection. Once pressing down to inject medication the syringe popped off of the needle cause medication to go everywhere. Resulting in not knowing how much of the medication the patient actually received."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the needle popped off the bd¿ slip-tip disposable tuberculin syringe during the loxapine injection, leaking the medication everywhere. The following information was provided by the initial reporter: "writer went to give patient loxapine injection. Once pressing down to inject medication the syringe popped off of the needle cause medication to go everywhere. Resulting in not knowing how much of the medication the patient actually received."